Event description:
Carealert for atrial bipolar lead impedance out of range. Appears to be outlier measurement yesterday and previously viewed by clinic." Lead manufactured by boston scientific. Case: (B)(4) / sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).